Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight: not provided. Initial reporter fax number: not provided.

Event description:
It was reported that implant (bnss411) was removed due to periimplantitis at tooth location 30.

Manufacturer narrative:
One 3i t3® with dcd® non-platform switched parallel walled implant 4 x 11.5mm (bnss411) was returned for investigation. Visual evaluation of the reported product identified minor signs of use around the external threads from trephine removal. There was presence of bone residue and dried blood around the external threads and the cutting edges. Functional testing to recreate the reported events could not be performed due to the nature of the events. The reported device was measured with calipers (cal1831 cal due: (B)(6) 2020) and was verified to match specifications per dwg. No. 1040016 rev d. No pre-existing conditions were noted on the per, the patient had unknown bone density. The reported device was located on tooth # 30 and was used for approximately 1 year. The customer provided an x-ray image. Sme evaluation of the x-ray, by the medical affairs manager was able to confirm the bone loss event. DHR review was completed for the subject lot number (2018061673). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record (op210) was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number (2018061673) for similar events and no other relative complaint was identified. December post market trending was reviewed and there were no actionable events or corrective actions for the reported events (infection & bone loss) or device (bnss411). Therefore, based on the available information, device malfunction did not occur and the reported infection was non-verifiable while the reported bone loss was confirmed with sme evaluation of the provided x-ray. In addition, infection and bone loss are listed as a harm or potential effect of implant failure. The following sections have been updated: b4: date of this report. D4: unique identifier (UDI) number. D4: expiration date. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H3: device evaluated by manufacturer. H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.